Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Putting in screw, then pulling screwdriver off noticed tulip head raised up. So pulled screw out and discovered head had disengaged.

Manufacturer narrative:
Model #/lot #, device manufacture date, evaluation codes: additional information. Device evaluated by MFR?: corrected data. (B)(4). One (1) mountaineer favored angle 4.35 x 30 mm polyaxial screw [product code: 1883-19-530] was returned to the customer quality unit (cqu) for evaluation. Visual examination revealed that the polyaxial screw¿s inner cap (saddle) had become disconnected from its intended location. Additionally, the polyaxial screw featured some light signs of wear inside the drive feature. While these marks are not significant enough to damage the polyaxial screw at large, they may be indicative of the forces placed on it during insertion and tightening. Based on these observations, it is believed that unexpectedly high amount of forces was placed on the inner saddle and the polyaxial screw¿s drive feature during tightening, resulting in the saddle being forced out from its intended location. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial screw¿s saddle becoming forced out from its intended location cannot be positively determined. However, based on the device observations, it is believed that unexpectedly high amount of forces was placed on the inner saddle and the polyaxial screw¿s drive feature during tightening, resulting in the saddle being forced out from its intended location. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.